Event description:
On 06/08/1999, following a stent procedure, an anglo-seal device was placed in a pt's procedure groin. Immediately following the deployment, the physician suspected that collagen had been deployed in the pt's artery, thereby contributing to an occlusion. No info was provided to the MFR to further explain how the occlusion was suspected and/or confirmed. The pt was treated with antivitamin k (anticoagulant), and no surgical intervention was required or performed. As of 07/27/1999, there has been no report to the MFR of further complication or pt sequelae.